Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - high impedances and high thresholds were reported. The lead was capped.

Manufacturer narrative:
PMA number and procode were missed on the initial report. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further informaton is expected. The file is closed. The investigation will be re-opened should additional data become available.